Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the large hem-o-lok clip applier had a dislodged cable, and the customer could not use the instrument. The customer used a backup instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end causing the cable on the distal to become loose. The instrument was found to have multiple grip cables broken at the proximal end in the housing. The grip cable was broken at clamping pulley/backend pulleys. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.